Event description:
It was reported that an inflatable penile prosthesis (ipp) exhibited deflation issues during surrogate testing following insertion. Troubleshooting was performed but was unsuccessful. As a result, a different ipp was used to complete the procedure. No complications were reported.